Event description:
Clinical notes were received for the patient which showed years of seizure improvement and subsequent worsening. Following intimal placement of the device the patient experienced improved seizure control however they continuously returned to their baseline of 40-60 seizures daily. Through the years they have various instances of reporting an increase in seizures and being prescribed or having medication altered to combat the increase. The patient's family expressed that using the magnet seemed to cause a worsened seizure. Device is now depleted. No relevant surgical intervention has occurred to date no other relevant information has been received to date.

Event description:
The physician responded that there has been a significant decrease in seizures from 110-100 day to 20-40 per day. Makes note that it is difficult to discern if this is solely due to vns or if also related to patient development. Regarding the allegation of magnet stimulation causing worsened seizures the physician stated that it is a possibility yet they remain uncertain if the magnet indeed worsened the seizures. The reason for the patient's lack of efficacy was attributed to the patient condition. No other relevant information has been received to date.

Manufacturer narrative:
H6 type of investigation, corrected data: a relevant code was invertedly left off of the initial report, this has since been corrected.

Event description:
The device was replaced due to battery depletion on (B)(6) 2026. Product return attempts have been completed; the device has not been received by livanova at this time. No other relevant information has been received to date.

Event description:
Information received from the explanting facility that the device was discarded after surgery and not available for return. No other relevant information has been received to date.